Manufacturer narrative:
The product was not returned, therefore, no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged above the annulus. The valve was snared into the sinotubular junction and a second valve was successfully implanted. During the procedure, the patient experienced a pericardial effusion, aortic dissection and a left external iliac artery dissection. A pericardial window was performed and the aortic dissection and the left external iliac artery were repaired with a covered stent. The physician reported the left external iliac artery dissection occurred when inserting the sheath. The patient expired the same day as the valve implant. Cause of death was reported to be slow ventricular tachycardia-cardiomyopathy. An autopsy was not performed and the device was not explanted. In the physician's opinion, medtronic products did not cause or contribute to the death.

Manufacturer narrative:
Conclusion: per corevalve IFU, once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. During the procedure, the patient experienced a pericardial effusion, aortic dissection and a left external iliac artery dissection. Pericardial effusion and dissection are known effects that can occur after cardiac procedures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.